Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged while attempting to cross the lesion. The patient presented with angina pectoris. The lesion was a 99% stenosed, severly calcified, severly tortuous proximal lad (left anterior descending). The physician was not able to use a rotational atherectomy device because the patient's renal function was impaired. The lesion was predilated using a 3.0 mm balloon catheter at 18 atm. The physician attempted to use ivus (intravascular ultrasound), but the imaging catheter was not able to cross to the lesion. Therefore, he dilated the lesion several times. The imaging catheter eventually crossed the lesion. An attempt was made to advance this taxus express2 3.5x20 mm drug eluting stent to the lesion, but it was not able to cross to the lesion. The physician noticed the proximal edge of the stent was lifted up. The procedure was completed with a different device. There were no reported patient complications and the patient's status was reported as "good."